Manufacturer narrative:
The customer reported the clip is implanted and the delivery system is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve, and the clip was placed, reducing mr to 1. The clip was then deployed; however, the clip opened to 20 degrees, increasing mr to 1-2. Since the clip remains stable on both leaflets, an additional clip was not needed. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip opened while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a